Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.

Event description:
MDR decision date: (B)(6). Per consumer affairs: spoke to consumer, she is upset dealer took chair to replace it and she states when they returned it, the arm was broken off. She states it is not her chair that she fell out of as the (B)(4) states, but she had 2 loaner chairs, unknown manufacturer, and she started to fall out but her daughter caught her. No injury. The malfunction has not been confirmed. MDR filed.